Event description:
It was reported that the patient was brought to the hospital for annual defibrillation threshold (dft) testing. Vf (ventricular fibrillation) was induced twice using 50hz burst. The first induced vf was successfully treated by the second 35j shock. The second induction was successfully treated by an external defibrillation after the first 35j shock was unsuccessful. The defibrillation leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead in segments was returned for analysis. Analyst comment - no electrical or visual anomalies pertaining to complaint found.